Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a display issue. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery compartment was cracked. Investigation revealed that the display screen was dim and discolored. (B)(6).